Event description:
It was reported that patient's therapy has not worked since day one. Patient said that they would rather have the device explanted. Patient service specialist (pss) asked them if they were experiencing any new side effects and patient stated that they have felt terrible since the device was implanted. They have seen four different neurologists and none of them know what's wrong. Patient mentioned that they lost their balance and have not been able to drive for over two years. Pss informed patient that they can turn the therapy off to see how they would be without it, but advised that it is a medical decision to do so. The patient was redirected to their healthcare provider to further address the issue. The device was explanted and sent back to medtronic for analysis.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial number nkg740235h) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.